Event description:
Related manufacturer reference number: 2017865-2022-08368. It was reported that the patient presented for the device change-out procedure. During the procedure, the physician alleged that the right ventricular (rv) lead failed to disconnect from the pacemaker's header. The rv lead was capped and replaced on (B)(6)2022. The patient's pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of lead was unable to be removed from the header of the device was not confirmed. Only connector portion was received for analysis. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. The connector pin was able to be inserted and removed from the device header with no restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damage.